Event description:
During a device preparation, it was not possible to interrogate the device. The device was not implanted, and another one was used to resolve the event. The patient was stable.

Manufacturer narrative:
The reported event of failure to interrogate was not confirmed. The device was above elective replacement indicator (eri) level upon receipt. Electrical and mechanical analysis performed indicated normal functionality, and review of the device history record (DHR) indicates that each manufacturing and inspection operation was performed, and the device passed all tests. During the analysis the device was interrogated multiple times without anomaly. Longevity assessment was performed, and device was in normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.